Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that  the stent was placed on (B)(6) 2024, for a cerebral aneurysm. On (B)(6) 2025 the patient's neurosurgeon ordered a magnetic resonance angiography (mra). The results showed that the stent had shrunk, moved from its original placement, and grew tissue around it. Due to the movement and newly surrounding tissue, removal of the stent was too dangerous. Since the cerebral aneurysm was still a threat, the patient had to have another stent placed in late march.